Event description:
In 2006, a gore tag thoracic endoprosthesis was implanted to repair a descending thoracic aortic aneurysm. A final intraoperative angiogram revealed a filling defect in the proximal left common carotid artery which was not present prior to device deployment. The physician performed an arteriotomy and a piece of plaque was extracted. A final intraoperative angiogram revealed that the left common carotid artery was unobstructed. Postoperatively, a computed tomography scan of the brain revealed a left cerebral infarction without evidence of hemorrhage. On three days later, the patient was reintubated due to unresponsiveness and respiratory distress. On the following month, the patient developed right sided weakness and right facial droop. The patient was transferred to a rehabilitation facility for further treatment.

Manufacturer narrative:
The device remains in the patient. A review of the manufacturing paperwork is being conducted.